Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during and attempted dialysis treatment procedure, the endcaps detached from the catheter. The patient had the dialysis catheter placed at the same facility on (B)(6) 2020. The patient's anatomy was extremely challenging during placement. During attempts to remove the end caps from the catheter on (B)(6) 2020 at the dialysis center, the caps became stuck. During additional removal attempts, the catheter hub detached from the catheter. The patient was doing fine and was sent to a local hospital for a new catheter exchange because the dialysis center was closing. The patient was an out-patient in radiology, the catheter was re-wired, and a new catheter was placed. No patient injury to report. Patient tolerated this procedure well. Dialysis was completed the next morning at the center without additional consequences to the patient.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed and no exception documents were found.